Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 500 mg/dl. The customer required assistance treating bg level with a manual injection to address the bg level. The customer continued to use the pump for insulin therapy.